Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 231009 due to defective blower.